Manufacturer narrative:
Findings: unit was received with motor error alarm during rewind due to corroded motor home switch. Also corroded at the lcd board per visual inspection. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer insulin pump was exposed to insulin because of the leak. The customer stated that the leak is maybe coming from the top of the tubing. The customer was advised to dry reservoir compartment with lint free cloth or sterile gauze. The customer was advised to start with new set and reservoir and monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 600 mg/dl. Customer took 25 units with shots while in the phone. The customer was offered to troubleshoot the high blood glucose but declined stated that she will monitor blood glucose.